Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there the forceps elevator had foreign material. Other observations for the device are: due to deformation of scope (s) s-connector, water tightness is lost; adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a wrinkle and a scratch; s-cover has a scratch; due to wear of angle wire, bending angle in up/down/right (u/d/r) direction does not meet the standard value and play of u/d/r/l (left) knob is out of the standard value; due to damage on charge couple device (ccd) unit, the image has shadows; due to damage on air/water (aw) aw-tube, water supply volume does not meet the standard value; due to damage on aw-tube, air supply volume does not meet the standard value; and distal end cover (c-cover) has a scratch. User reported complaint of air water flow issue is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of an issue of air water flow issue occurring during an unknown procedure. There is no harm to the patient. Upon evaluation of the returned device, it was observed that there the forceps elevator had foreign material. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a difference in perception between olympus recommendation and the user facility in device handling and reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: -if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Foreign material found in the device could not be identified. Patient information, including pre-existing medical conditions, is not available. The customer follows reprocessing steps as per instructions for use (IFU) but does not perform all the steps. Specifically, customer does not always use maj-1888 for forceps elevator cleaning. The distal end is not always brushed with the channel-opening brush or maj-1888. The device was not adequately reprocessed prior to return. Brushing by the maj-1888 brush was not performed. The forceps elevator was raised and lowered three times in water during aspiration. The forceps elevator was not brushed. The forceps elevator was operated in the detergent solution and flushed appropriately. General reprocessing performed at the facility: an air water channel cleaning adapter is used for pre-cleaning which is performed immediately after a procedure following the IFU. Detergent used for pre-cleaning is 3m. The endoscope channels are brushed during manual cleaning with reusable olympus bw20t and mh-507 brushes. If single brush is used, it is not reused. Cleaning and disinfectant solutions used with the endoscope are 3m/ga (cidex). Automatic endoscopy reprocessor (aer) used to reprocess the endoscope are both olympus oer and local aer. Detergent and disinfectant used with the aer are 3m/ga (cidex). There have been no issues noted with the aer. The endoscope dried and how is it dried through the aer and stored in a local endoscope cabinet after reprocessing.

Event description:
Addendum feb 9, 2023: the procedure was therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed without any delay with the same device. The patient did not need additional anesthesia. The device was inspected prior to use with no anomaly noted.